Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation visual analysis of the returned mesh assembly revealed crimping and tearing on the distal end of the solid blue dilator. In addition, a portion of the lead suture with the needle at the end was received broken off from the solid blue dilator. Visual analysis of the returned capio device revealed that the carrier was bent. Functional analysis of the returned capio device revealed that the bent carrier deployed to the left of the center slot of the capio cage. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. A review of the directions for use indicates the following precaution statement: ''avoid excessive tension on the mesh during handling and positioning to prevent damage to the device. '' the most probable root cause for this event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was passing the second mesh leg assembly through a ligament, resistance was experienced and the dilator "was kind of accordioning." Additionally, "when trying to free it," the suture broke about two centimeters from the needle. The detached piece of suture (with the needle at the end) was captured and stayed inside the capio cage, and nothing detached into the patient. The physician completed the procedure using another uphold vaginal support system, with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was passing the second mesh leg assembly through a ligament, resistance was experienced and the dilator "was kind of accordioning." Additionally, "when trying to free it," the suture broke about two centimeters from the needle. The detached piece of suture (with the needle at the end) was captured and stayed inside the capio cage, and nothing detached into the patient. The physician completed the procedure using another uphold vaginal support system, with no complications to the patient, who is reportedly "fine" post-procedure.